Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be unknown. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the event with ceftazadime (two grams initially then changed to 1.87 grams daily for approximately ten days, intravenously and intraperitoneally). At the time of this report, the patient was recovered from the peritonitis event and dianeal/extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was hospitalized for the event three days after the onset of peritonitis. On the same day, the patient began treatment with unspecified antibiotics (intraperitoneally for five days, dosage and frequency not reported). After five days of hospitalization, the patient was discharged and had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.